Event description:
During a fiber-optic bronchoscopy needle biopsy with endobronchial ultrasound, the tip of the olympus single use aspiration needle broke off and was stuck in the patient's paratracheal lymph node. At that point, the case was changed to a mediastinoscopy and the needle tip was retrieved. There was no apparent harm to the patient. The event did cause additional surgical, anesthesia, and fluoroscopy time to assist in locating the broken needle tip. The experienced surgeon feels that device may have been defective.======================manufacturer response for aspiration needle, vizishot single use aspiration needle (per site reporter).======================message was left for the local manufacturer representative.